Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion and infection. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion and infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead, right atrial (ra) lead and previously capped rv and ra lead were explanted. No additional adverse patient effects were reported. This rv lead will be returned for analysis.